Manufacturer narrative:
The product was installed at the user site (B)(6) 2015. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed with no issues found. A field service engineer inspected the unit involved in the event and found the system to be operating within specification. The energy and the output were also verified and were confirmed to be within candela's specifications. Based on what was reported by the user site, post treatment sun exposure by the patient is likely to be a contributing factor to the injury.

Event description:
A site in (B)(6) reported that a patient received laser treatment for pigmented lesions on the dbolletage and neck area. Three days after the treatment, the patient contacted the site to find out if she could be out in the sun. The site reported that they had advised against it and that the patient returned to the site two days later with redness and an infected blister on the treated area. It was reported that the patient was advised to visit the doctor and that the doctor determined the patient had second degree burns. The doctor reportedly dressed the injured area and provided the patient antibiotics.